Event description:
The customer reported that the battery pins inside the battery compartment were noted to be damaged during the autopulse platform (sn (B)(4)) demonstration. The autopulse platform would not power up due to the observed damage. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the battery pins inside the battery compartment of the autopulse platform (sn (B)(4)) were noted to be damaged, and the platform would not power up due to the observed damage," was confirmed during the inspection performed as a part of functional testing. The investigation revealed that the battery guide springs were lifted from the top cover surface, preventing proper battery placement. The root cause of the reported complaint was due to the battery guide springs not being installed correctly in the battery compartment of the autopulse platform. Upon visual inspection, no physical damage was noted. Unable to perform preliminary functional testing due to the damaged battery guide springs. The tip of the springs is lifted from the top cover surface. When the battery is inserted, it will cause the springs to be lifted higher and prevent the battery from being fully inserted into the battery bay. The battery guide springs were replaced to address the reported complaint. Upon replacing both battery guide springs, the platform's archive data was successfully downloaded, and no significant discrepancies were found in the archive. Following service, the autopulse platform passed the final run-in test without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4).